Event description:
Pt reported blood glucose elevated to 570 mg/dl and she was admitted to the hospital and put on an insulin drip. Patient was diagnosed with a heart condition and underwent surgery to relieve the blockage. Physician believes it was the heart condition that caused the increased blood glucose and not the device. After blood glucose reached a normal level the physician advised the patient to go back on the device, but the piston rod would not retract, the device did not alarm and it made a grinding noise. Patient also stated that the batteries had to be pried from the compartment.